Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 4 months after the dental implant was placed in ada site 4, osseointegration had not been obtained in type iii bone. Clinician noted poor hygiene and mobility of the implant. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that nearly 4 months after the dental implant was placed in ada site 4, osseointegration had not been obtained in type iii bone. Clinician noted poor hygiene and mobility of the implant. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).